Manufacturer narrative:
Analysis confirmed the reported event; the ventricular output connector was broken. Analysis also found the lower part of the display had two missing lines; lcd (liquid crystal display) found out of electrical specification. The battery drawer was very hard to open; sticky substance found inside battery drawer. The device was found contaminated with blood. It was noted all bails and bail covers were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a connector was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.